Manufacturer narrative:
(B)(4). The actual device has been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: customre reports under infusion; customer verbalized that the pump did not deliver medication at programmed time. No patient injury.